Event description:
It was reported to minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported flashing medtronic logo on the display of the insulin pump, exposed to magnetic field or MRI. Blood glucose value at the time of event was 500 mg/dl. The customer was treated with hospitalization and manual injections. The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was not using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with stuck on flashing medtronic logo on the display. Unable to verify exposure to magnetic field or MRI and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Unable to upload pump to carelink due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.12 mv). A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo on the display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo on the display noted. A working test pcba 2 was re-used with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo on the display noted. Stuck on flashing medtronic logo on the display was confirmed, suspected on the pcba 2. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to verify exposure to magnetic field or MRI, perform the required testing, upload pump to carelink, download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed, suspected on the pcba 2. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.